Manufacturer narrative:
The system was serviced in the field and passed all tests. No failure was found and the system was performing as intended. Other relevant device(s) are: software: synergy cranial s7;i7 2.2.7 9733763, software version: 2.2.7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the surgeon felt inaccurate while navigating. Navigation was aborted. Likely cause was due to patient movement. There was procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
B5, b7: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgeon believes that the patient being on steroids prior to the case and using a scan that was 5 days old, may have led to a change in internal anatomy. Despite locating the tumor on the scan, sending 6 specimens to pathology (which came back normal), and ultimately with the help of another physician a complete lobectomy was performed without any discovery of the tumor. Physician thinks tumor could have been a possible lymphoma that was very responsive to the steroids which could have been the cause for not being able to locate/confirm the tumor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician has since stated that they do not believe that the navigation system was inaccurate.